Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic high-level ligation of the left hernia sac, the device was unpacked and found that the needle and thread were detached. Another device was used to complete the case. There was no patient injury.